Event description:
It was reported that during an open sub-total colectomy procedure, as the device was closed down, it was felt that after resistance, the gun went loose and then would not make the crunch noise. Upon inspection, the gun had not cut and the staples had emptied from the device, and the staples were still in their square starting formation. They heard a click that the anvil had attached to gun but neither could see into the pelvis. Another device was used but the initial anvil remained in place. This time the device fired properly.

Manufacturer narrative:
Date sent: 04/06/2009. E5tc49 and e5ta1k (add'l batch numbers provided). No device returned, only paperwork. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and no incident related to the reported event was observed. Complaint info is trended on a regular basis to determine if further investigation is warranted.